Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed. Batch record for 4479076 showed nonconformance related to wrong part and foreign material. Since the nonconforming products were replaced and accept pr spec and the device shown to be manufactured per specifications these nonconformances are not related to the issue in the complaint for infection. Batch records review for 4585629 showed no nonconformances were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-12517. It was reported the patient's ipg site incision is open on one edge and has yellow drainage. However, the patient does not have a fever. The patient asp has hives all over her body since the implant. The physician explanted the ipg and lead. The explant sites were cultured, results are unknown.